Manufacturer narrative:
Analysis of programming and diagnostic history performed.

Event description:
During a review of programming history, it was found that a faulted system diagnostic test occurred resulting in a setting change. A final interrogation was not performed therefor the setting change was not observed and corrected until the next visit.